Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had internal error issue. No harm or injury to the patient was reported.

Manufacturer narrative:
Additional contact - (B)(6). Updated fields - b4, b5, b6, b7, d10, g3, g6, h2, h6(medical device ¿ problem code, health effect ¿ impact codes, type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they were unable to recreate the fault. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had internal error issue while starting up the device. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11 corrected fields: e1, h6(problem code).

Event description:
N/a.